Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The w18 flex cable had two damaged pins. The w18 flex cable was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device's screen was blank and would subsequently not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.